Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete.

Event description:
Customer's mother reported that the reservoirs were leaking instructed customer to disconnect and return reservoir for analysis.